Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint of 'e217 scope identification error' was not confirmed; the error was unable to be reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reportable event (foreign material remaining) was unable to be determined. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the nozzle had foreign objects due to insufficient cleaning. The cleaning, disinfection, and sterilization (cds) was performed by the customer prior to the device being returned to olympus, the customer was not aware of what the foreign material may be. There was no delay in the start of pre-cleaning, the air / water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing, the air / water nozzle was wiped and brushed with clean lint-free cloths / brushes / sponges, the air / water nozzle was flushed with the detergent solution, and there were no concerns about the reprocessing. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide lens had a crack, the objective lens had discoloration, the image guide protector had discoloration, the suction cylinder was shaved, the scope cover had discoloration, the suction connector had discoloration, the universal cord had discoloration, the control unit had discoloration, the scope connector was dirty due to water leakage, the adhesive on the bending section cover had a crack, the play of the up / down knob was out of the standard value due to wear of the angle wire, the switch box had discoloration, and there was a lack of image on the monitor due to dirt on the objective lens. The following findings had a scratch: the plastic distal end cover, scope connector cover unit, protector of the universal cord on the control section side, flexibility adjustment ring, switch 1, forceps elevator lever, forceps elevator knob, up / down knob, connecting tube, right / left knob, switch box, suction connector, universal cord, grip, and the control unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the colonovideoscope experienced an e217 scope identification error when connected to the cv-1500, the device did not respond although it was connected. The issue was found during preparation for use, the staff reconnected several times and conducted tests, resulting in the procedure being completed. The device was returned for evaluation. During the device evaluation, the foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.